Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on this right ventricular (rv) lead were found to be high out of range. There was also noted to be noise on the shock channel. When the lead was fluoroscopically evaluated, no issues were noted. However, when a tug test was performed, the df-1 portion of the lead came out of the device port. The physician elected to replace the implantable cardioverter defibrillator (ICD) as it had been in service for ten years. This rv lead remains in service with the patient's new device. No additional adverse patient effects were reported.